Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. The user's blood glucose (bg) level was 482 mg/dl. The bg level was addressed by the user changing the cartridge and delivering a bolus.